Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed (B)(4). Although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified concentric, 99% restenosed de novo lesion in the proximal left anterior descending artery. A 2.75x18 mm xience alpine stent was implanted. The 3.0x8 mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue and no issue/leak was noted during preparation before use. The bdc was advanced for post-dilatation; however, during the first inflation attempt the balloon ruptured at 10 atmospheres (atm). A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.